Event description:
It was reported that post implant, the atrial lead dislodged. The pocket was re-opened and the lead was repositioned. The patient was in good condition post event.

Manufacturer narrative:
(B)(4).